Event description:
Philips received a complaint on the v60 ventilator indicating that the upper part of the wheeled support was broken. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The customer declined service and repair. Philips is unable to confirm the final disposition of the device because the customer refused service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.